Manufacturer narrative:
Model number/ catalog number: sc-1160, serial number: (B)(4), batch/ lot number: 362719, model/ catalog description: spectra wavewriter ipg kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had hematoma at the lead site. It was noted that the patient was experiencing loss of feeling in the legs. The patient underwent an explant procedure and was doing well postoperatively.